Event description:
According to the reporter, at the beginning of a laparoscopic sleeve gastrectomy, the stapler was unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. The jaws of the device had also locked on tissue. They replaced the stapler to complete the case. There was no patient injury.